Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lcs femoral implant was being opened by nursing staff, the inner sterile packaging was stuck inside the outer packaging. Scrub nurse needed to remove the paper covering of the internal packaging to access the femoral component. The packaging is still stuck together and available for examination if required.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product or packaging was returned. We were provided with a photo of the tyvek that confirmed the incident and a photo of the label to identify the product. No corrective actions were deemed necessary as the cause of the reported issue was undetermined. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.